Manufacturer narrative:
Philips filed service engineer tested the mx40 in question. It did alarm desat when the simulator was set to 85% and egc alarmed brady when set to 30 bpm, tachy when set to 160 bpm, and alarmed vtach/vfib and asystole when the simulator was set to those arrhythmias. Per the audit data logs provided for wr105 on (B)(6)2017 between 13:00 and 14:30, there were multiple alarms generated ranging between one star afib/nurse call/pair pvcs/pause/non-sustain vt to three star asystole/vent fib/tach. The device alarmed appropriately to alert the users of the patient's condition. A customer letter was provided to the customer with the investigation findings. The device remains in use at the customer site. The customer reported an adverse patient event and the customer alleged a failure of the central station device to alarm. There is no data to support a malfunction.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an adverse patient event and the customer alleged a failure of the central station device to alarm. The patient was being monitored by mx40 telemetry and piic ix central station. The patient expired.